Manufacturer narrative:
Multiple attempts to retrieve device repair or diagnostic information has yielded no response from the customer. Due to the lack of additional information, it is unknown if the blower was replaced or if repair has been conducted. The complaint will be closed. If additional information is received at a later date, the complaint will be reopened and a supplemental report will be submitted.

Manufacturer narrative:
Report date: 18aug2021. There was no patient involvement.

Event description:
It was reported to philips by a customer that the unit's blower is loud, and the unit is displaying a high blower temp message. Based upon the information provided, the device was not in clinical use or providing therapy at the time of the event reported. No harm or injury has been indicated or alleged. The device was evaluated remotely by a philips remote service engineer (rse). Upon further inspection and review of the device, the biomed reported the unit blower was loud and displaying a high blower temp message. The rse and biomed cooling fan is running, and the air inlet filter was not dirty. The rse recommended replacing the blower assembly and provided the part number. Further information is pending.